Manufacturer narrative:
Additional manufacturer narrative: the device has not been received for evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As noted on evaluation, this valve exhibited signs of calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. As the device was not returned for evaluation, the root cause for the pannus, stenosis, and calcification cannot be conclusively determined at this time. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 25mm pericardial aortic valve was explanted after an implant duration of approximately four (4) years, eleven (11) months, and fourteen (14) days due to pannus, calcification, and stenosis. The surgeon stated that it "looked like a membrane had formed around the valve." A non-edwards valve was implanted in replacement. Per obtained medical records, echocardiogram showed severe aortic stenosis with a peak gradient of 106 and a mean gradient of 69. The patient showed moderate to severe mitral regurgitation with a dilated mitral annulus. The patient therefore underwent redo aortic valve replacement and mitral valve repair. Intraoperatively, the aortic valve was identified and appeared to be calcific and very stiff. There was also a membrane that had grown on the valve and the aorta leading down into the left ventricular outflow tract. After removing the aortic valve, it was noted that the membrane had also grown onto the anterior leaflet of the mitral valve. The surgeon commented that the membrane was very similar to a fibroelastoma, but was likely a pseudomembrane developed due to the previous aortic valve replacement surgery. The mitral valve was repaired with a 30mm non-edwards ring and the aortic valve was replaced. An echocardiogram revealed a competent mitral valve with no mitral regurgitation and also revealed a well-seated aortic valve with no perivalvular leak. The patient tolerated the procedure well and was taken to the ICU in stable condition. The patient was discharged home in stable condition on post-operative day six (6). The patient was a (B)(6) male with a history of alcoholic liver cirrhosis, child class a liver failure due to alcohol, pulmonary hypertension, mitral regurgitation, bradycardia, and past tobacco use.

Manufacturer narrative:
Evaluation summary: the customer report of pannus, calcification, and stenosis was confirmed. As received, approximately 90% of leaflet 1 had been cut. The cuts were smooth and straight, and the leaflet section was not returned. The x-ray demonstrated heavy calcification on leaflets 2, 3, and on the remaining section of leaflet 1. The wireform was distorted around leaflet 3, and commissures 1 and 3 were bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 2 had a tear of 5mm on the cusp region. Leaflet 3 had a tear of 4mm near commissure 1. Calcification was evident near both tears. Calcification and host tissue restricted leaflet mobility and led to stenosis.